Event description:
A tulip filter was placed in a male pt, prior to having back surgery. The filter was placed due to a family history of dvt. Two weeks after the surgery, the pt was taken to the emergency room because of chest pain. There was noted that the filter had migrated to the pt's aorta. The filter had to be surgically removed. The condition of the pt is unknown at this time.

Manufacturer narrative:
Evaluation: no product or lot number information was provided. However, based on the info provided, the device was in place for two weeks prior to migration and the pt had a family history of dvt. Considering this info it is possible that a thrombus became caught in the filter resulting in the migration encountered. A review of our records found this to be the second report of this nature associated with this device.